Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. It was suspected that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition after the procedure.